Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain three of five. Upon removing the cassette from the cycler, moisture was found on the cassette and pump module. Rn states pt had no ill effects. Sample is available.